Manufacturer narrative:
Internal complaint reference case-(B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The enclosures were damaged. The arm labels were damaged. There was oil on the inside of the enclosures. A functional evaluation was performed. The device failed the weight test. The device was received pressurized. The piston migration was at 1.8 inches. The reported complaint was confirmed and the root cause is associated with a mechanical shock problem. The evaluated failure of a failed weight test can be attributed to a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded these were repeat issues. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider 2 tenet was dropped onto the floor. Incident occurred while on inspection to a shoulder scope. No patient involvement reported. Results of investigation have concluded that this unit had oil on the inside of the enclosures and it failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.